Event description:
Procedure: ripstein, reportedly, the patient had a normal body mass index and in good health. When applied to tissue the device reportedly did not seal as it was supposed to. The first three times the instrument was applied to tissue the surgeon got a normal seal tone from the generator. However, there was small surface leakage from the veins. Which the surgeon fixed with suturing.